Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the information associated with this event has been performed by failure analysis engineer on 13-may-2025. The following additional information was provided: logs show no errors with both the vessel sealer instruments. The instruments were used for about 5 minutes and 1 hour 3 minutes, respectively.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the part was defective and was noted upon inserting instrument. The surgeon tried using energy and was not functioning properly. It was determined that the product was defective. The procedure was completed with no reported injury.